Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with inappropriate mode switch episodes due to noise over-sensing from the atrial lead. The noise over-sensing could be replicated with isometric exercises. No intervention was performed and patient will continue to be monitored. Patient had no consequences as a result of this event.